Event description:
The info received from the study indicated that a pt was enrolled with 90% stenosis in the ostium of her right internal carotid artery. The lesion was moderately calcified and eccentric. The reference vessel was 6.0 mm in diameter and mildly tortuous with an arch type iii. An angioguard rx with a 7mm basket was deployed beyond the target lesion and a 9.0 x 40 mm precise pro rx stent was deployed. The morning after the index procedure, the pt experienced hypotension with a systolic blood pressure in the 80's that was treated with dopamine. She also had left arm weakness. A CT scan of the brain revealed old small vessel infarct in the left cerebellar hemisphere, probable chronic small vessel ischemic changes in the periventricular white matter, punctate calcification in the right frontal lobe peripherally, that could be cerebral artery branch atherosclerotic calcification or embolic atherosclerotic calcification. No recent brain infract was demonstrated. According to the adjudication report, the pt experienced a cva-minor, ipsilateral/embolic.

Manufacturer narrative:
This study pt underwent carotid artery stent implantation and two days post procedure, suffered an embolic stroke. This is a female with medical history, including severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking (>5 packs of cigarettes), diabetes mellitus, coronary artery disease, and coronary percutaneous revascularization. This pt meets the high-risk criteria of severe pulmonary disease. The target lesion was right internal carotid artery described as moderately calcified, mildly tortuous and 90% stenotic. An angioguard was inserted, tracked, deployed, and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. The pt left the angio suite neurologically intact. Two days post procedure, the pt experienced hypotension that was treated with dopamine IV infusion. During this event, the pt also experienced left arm weakness. A CT scan of the brain revealed old small vessel infarct in the left cerebellar hemisphere, probable chronic small vessel ischemic changes in the periventricular white matter, punctuate calcification in the right frontal lobe peripherally, that could be cerebral artery branch atherosclerotic calcification or embolic atherosclerotic calcification. No recent brain infract was demonstrated. This event was adjudicated to be a cva-minor, ipsilateral/embolic. The stent remains implanted, thus unavailable for analysis. Review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13397677 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records and/or excursions were found for lot 13397677. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that vessel and lesion factors may have contributed to the reported event.